Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .040 x .050 piece missing roughly .440 above the snake wrist. Engineering also found the instrument flush tube was kinked. Engineering removed the housing and found the flush tube exhibited a couple of kinks in the backend. The kinks occurred prior to the flush tube entering the gimbal plate. The kinks restrict fluid flow, preventing proper flushing of the instrument. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the schertel grasper instrument shaft was torn. No patient harm, adverse outcome or injury was reported.